Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was making a low pitch sequel. The customer's blood glucose was unknown. The customer stated that hey were working and then all of a sudden start making a low pitch squeal and customer was not do anything until he puts in a new battery and restarts it. The troubleshooting was not performed. The insulin pump will not be returned for analysis.